Event description:
It was reported that during setting up the device it was found out that the second alarm went off continuously. There were no patient harm or adverse events reported due to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device microswitch, which was determined to be bent. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device microswitch was replaced, and the device passed all testing.